Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ luer slip syringe with needle was broken. There was no report of injury or medical interventions.

Manufacturer narrative:
Bd was able to duplicate or confirm the customer¿s indicated failure mode. The customer¿s returned photograph showed evidence of crack barrel on outside of the syringe. Bd bawal received 2 photos from the customer facility for investigation. Customer return photograph showed evidence of crack barrel on outside of the syringe. Visually inspected 200 samples for crack barrel on syringe for lot# 16d2971 & all samples found in ok condition. The complaint history for the lot# 16d2971 was reviewed and till date no complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 16d2971. Log sheet ¿ minor stoppage in syringe loader, loose shield problem, secondary packaging dispenser alarm, stoppage due to continuous cutter change and syringe loader brush rotation jamming problem is recorded in primary packaging process during manufacturing of lot # 16d2971. Stoppages ¿ barrel printing problem, silicon pad change 2 times and needle loading problem stoppages occurred in assembly process during manufacturing of lot# 16d2971. The team inspected customer return photograph and confirmed a crack on barrel which shows that impact force had act on barrel which causes damage on barrel. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in plant. The assembly machine has an online leak detection system which was found working in place. 36 samples prepared by intentionally generating crack on barrel similar to the customer return photograph were put in barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All 36 samples got rejected on the machine. Also, during in process quality checks no such defect was observed. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to external impact force of some other material stored above, causing stress/pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified.